Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an alarm. There was no reported impact to customer's blood glucose level. During troubleshooting with tandem technical support, cts confirmed a cartridge alarm 25. The customer stated could not recall if the cartridge was removed outside of the load sequence. It was indicated that the cartridge alarm was cleared and the customer had resumed insulin deliver after clearing the alarm.